Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as fungal rash and very itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of the lifevest for the rash. Follow up indicated that the fungal rash improved.

Manufacturer narrative:
Not applicable.